Event description:
After six years of cochlear implant wear, this pt presented with chronic ear disease and tissue arasion in the surrending area. The cochlea became infiltrated with granulation tissue. The device had to be explanted in 2005. Reimplantation was not considered medically appropriate.